Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the head restraint wire was cut/broken and the front enclosure and bottom enclosure were cracked. From the condition of the returned unit, the damages appeared to be due to normal wear and tear. The reported user advisory 45 fault (not at "home" position after power-on/re-start) was observed during power on of the platform. Further inspection of the device determined that the driveshaft was out of its home position, causing the fault to have occurred. A review of the archive shows that no faults occurred on the reported event date of (B)(6) 2014. The archive did; however, show the reported ua 45 fault occurring on (B)(6) 2014. Unrelated to the reported event, the archive also shows a large patient/object being used on the platform on that day, resulting in a ua 19 fault (max applied load exceeded). Based on the investigation, the part(s) identified for replacement were the head restraint wire and front and bottom enclosures. In summary, the reported complaint was confirmed during archive review and functional testing. The ua 45 was attributed to the driveshaft being out of its home position. Following re-positioning of the driveshaft and replacement of the damaged parts, the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check the autopulse® platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message upon power up, that was unable to be cleared by powering the device on/off. Complainant also reported that the lifeband was fully extended. There was no report of any patient involvement. No further details were provided.